Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, per report, it was decided to implant a vascular plug to treat the pvl observed 16 months post deployment of the xt valve. This procedure was complicated by the plug/catheter getting caught up in the xt valve, pulling it into the ascending aorta. The cause of the pvl cannot be determined; however, it is possible that cardiac remodeling and the severe aortic annulus calcification may have contributed to the event. The dislodgement of the xt valve appears to be related to device manipulation. There is no indication or allegation of a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A 26mm sapien xt valve was pulled out of the aortic annulus by a catheter while attempting to implant a vascular plug. Sixteen months after the implantation of the xt valve in the aortic annulus, the patient was having symptoms suggestive of aortic insufficiency (ai). An echocardiogram performed revealed moderate ai. It was decided to plug the paravalvular leak (pvl) with an amplatzer plug. When attempting to deploy the plug, the catheter caught the xt valve and pulled it into the ascending aorta. The xt valve was pulled to the descending aorta and stented open with a palmaz stent. A s3 26mm valve was prepped and deployed in good position in the native annulus. Per the latest report, the patient was doing well after the procedure.